Manufacturer narrative:
B3: date is approximate. Month and year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that they are having trouble on the device for over 2 weeks now. Patient said that when they try charging the implantable neurostimulator (ins) it will "just turn off fully" and in the middle of the charging "it will cycle" and will not connect. Patient had to reset the controller and start again. Patient said that their controller is at a 100% but it will only charge the ins for about 40-50%. Patient stated that they have to charge multiple times a day. Patient was charging the ins again today since they started feeling pain again. Patient said that when charging ins they do not get any error message and it will just disconnect and they mentioned they are seeing no device found. Agent reviewed information and initially will process battery pack and recharger replacement but patient said that they are also getting no device found message when changing therapy and increasing and decreasing stimulation. Battery pack (bp) will deplete when ins was not yet fully charged. Patient said that it happen before and they replace a controller. Patient insist for a controller replacement. A request was sent to repair to replace the controller and battery pack.